Event description:
It was reported that the insulin pump alarmed no delivery, which was not resolved by a change of the insertion site nor infusion set. The customer was unsure of the blood glucose reading, estimating that it was around the upper 200 mg/dl range. He treated with a manual injection. He declined troubleshooting assistance for the matter, as this had been a past event. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.